Event description:
Patient reported ss meter rsults (190, 186) were inconsistent with the pt's symptoms of hypoglycemia (sweaty, dizzy). The patient treated themselves with orange juice before the emts arrived to take the patient to the hospital. Patient was not treated for low bs (by emts or the ER) and stated "no" when asked (by the lfs rep) if believed the meter caused the patient to go to ER. Lfs rep reviewed qc procedures and discussed meter/lab comparisons. The meter was replaced. There was no allegations of harm.